Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella rp flex. After a cross functional review with the disposables and durables team, it has been determined that the potential cause of the placement signal issue was the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella rp flex, there were alarms for "placement signal not reliable" and no placement signal waveforms were noted. The motor current (mc) and infusion flow (if) were reported to be unchanged. Per the reporting nurse, point-of-care ultrasound (pocus) and an x-ray were being obtained for further assessment. The alarm was temporarily silenced, and the clinical team was aware to closely monitor motor current, flows, and patient hemodynamics. Following silencing of the audio alarm, the pressure waveforms returned. No additional information was available at the time of reporting. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The impella rp flex was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.